Event description:
It was reported to philips that the allura system has intermittently undergone shutdowns. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that there was host pc and system disk error. The fse replaced the host pc and system disk error which resolved the issue, and the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A remote service engineer (rse) checked with customer and customer indicated that the device was always stuck, and multiple restarts were needed to recover the system. The philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Troubleshooting actions confirmed that the host pc or hard disk were defective. The fse replaced the host pc and hard disk drive and after that the system was returned to use in good working order. The codes were updated based on the investigation outcome.